Event description:
The patient's mother reported that on (B)(6) 2012, while staying with her father, her daughter woke up vomiting. At 7:27 a.m. Her father took the daughter's blood glucose which measured 141 mg/dl. At 8:58 a.m. It was up to 282 mg/dl so he gave a 1.05 unit bolus dose of insulin. Her bg decreased to 148 mg/dl at 11:38 a.m. But was 392 mg/dl by 1:55 p.m. So another bolus of 1.8 units was administered. At 3:25 p.m. Her bg was 405 mg/dl so her father changed the device. The mother reported that he had observed that the cannula was pulled out of the infusion site and the adhesive was loose near the cannula when he removed it. He gave his daughter a 1.05 unit bolus using the new pod at 3:38 p.m. At 4:43 and 5:11 p.m. Her bg results were 453 mg/dl and "high" (>500 mg/dl), so the father changed the pod again and called a hcp for advice. It was recommended that he temporarily increased basal insulin by 95% to 1.17 u/hr. Her bg remained above 400 mg/dl for the next two hours. She was taken to the emergency room at 7:25 p.m. With bg of 442 mg/dl. She was given insulin injections and then transferred to a hospital with a pediatric unit where she was placed on an IV insulin drip. She was treated for diabetic ketoacidosis, dehydration and a virus (an elevated white blood cell count was reported). By 11:06 p.m. On (B)(6) her bg was reduced to 219 mg/dl. All three devices used the day of the hospitalization were discarded.

Manufacturer narrative:
All three devices used on the day the patient was hospitalized were discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No qualification record review was performed because no product lot number was reported. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)," "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to handle sick days treat the underlying illness to promote faster recovery. Eat as normally as you can. Adjust bolus doses, if necessary, to match changes in meals and snacks. Always continue your basal insulin, even if you are unable to eat. Contact your healthcare provider for suggested basal rate adjustments during sick days. Check your blood glucose every 2 hours and keep careful records of results. Check for ketones when blood glucose is 250 mg/dl or higher. Follow your healthcare provider's guidelines for taking additional insulin on sick days. Drink plenty of noncaffeinated fluids to prevent dehydration. Call your healthcare provider immediately if you have persistent nausea, vomiting for more than 2 hours, or high blood glucose or ketones that stay high even though you take extra insulin."